Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell out of the customers pocket and the customer drove over it. Subsequently, the pump touchscreen became shattered and unresponsive. The customers blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.